Manufacturer narrative:
As reported by legal brief, the patient was implanted with the filter due to deep vein thrombosis (dvt) following a knee surgery to correct a meniscus tear. The patient states to having been diagnosed with a blood clot and dvt prior to the implant. The patient also states to have been diagnosed with ventricular tachycardia the same year as the implantation, but it is unclear if it was prior or post implantation. It is reported that the patient was diagnosed with arrhythmia approximately two years post implantation. The patient reports having been on warfarin since the time of implant and only to be taken off and put on lovenox during the month of the hysterectomy that occurred sometime post implantation. The patient states that the filter fractured, perforated through the vena cava into adjacent organs, migrated, and tilted. As a result, the patient is suffering from pain and exhaustion. The following additional information received per the medical records indicate that the patient underwent placement of the inferior vena cava (ivc) filter due to having left lower extremity dvt and pulmonary embolism (pe). The patient also has a history of left knee surgery and previous right leg dvt. During implantation via the right common femoral vein, the filter was deployed within the infrarenal ivc under fluoroscopy. The tip of the filter was placed at the level of the lowest renal vein inflow. The patient tolerated the procedure well without immediate complication. Approximately four years post implantation, the patient underwent a total laparoscopic hysterectomy bilateral salpingo-oophorectomy, and cystoscopy due to abnormal uterine bleeding and enlarged uterus with multiple uterine fibroids. The surgery was met with complications of bladder injury which led to an attempted vaginal repair of bladder cystotomy, and exploratory laparotomy and repair of bladder cystotomy. A week later, the patient presented with fever, lightheadedness, and abdominal pain. A CT scan revealed the patient had perirectal, omental and lower abdominal mesenteric edema. There was also a six and a half cm fluid collection superior to the urinary bladder. The scan also showed mild fluid filled distention of small bowel loops and bubbles of air can be seen in the subcutaneous fat of the abdominal wall suggesting soft tissue injuries. Four days later, another CT scan still showed the fluid collection in the pelvis and lower abdomen lateralizing to the left and new small bilateral pleural effusions. Three days later, due to the patient has been having urine leak from the vaginal cuff, a right retrograde pyelogram was done which showed a medial injury to the right distal ureter. A successful CT guided placement of pigtail catheter in the urinoma for urinary diversion was performed. Two days later, an attempted placement of nephroureteral stent and placement of right nephrostomy tube was done. Approximately on or about five years and seven months post implantation, the patient had an abdominal and pelvic CT which stated to show a loss of the normal expected fat plane between the anterior struts of the cava filter and posterior wall of the duodenum which is nonspecific but suggests perforation. In addition, the cranial apex of the filter appears to be at or above the level of the renal veins. Air trapping in the lower lobe lung bases is nonspecific but may be sequelae of remote pe. Evidence of remote granulomatous disease with a couple calcified splenic granulomas and a small fat-filled periumbilical hernia were also noted. It was reported that a patient had an optease inferior vena cava (ivc) filter implanted. The information provided indicated that the filter is tilted, fractured, migrated, and is perforating through the vena cava into adjacent organs. As a result, the patient is suffering from pain and exhaustion. The patient also reports to have been diagnosed with ventricular tachycardia the same year as the implantation, but it is unclear if it was prior or post implantation. It is reported that the patient was diagnosed with arrhythmia approximately two years post implantation. The indication for the filter implant was left lower extremity deep vein thrombosis (dvt) and pulmonary embolism (pe)following a knee surgery to correct a meniscus tear. The patient also had a history or right leg dvt. The filter was placed via the right common femoral vein and deployed within the infrarenal ivc under fluoroscopy. The tip of the filter was placed at the level of the lowest renal vein inflow. The patient tolerated the procedure well without immediate complication. Approximately four years post implantation, the patient underwent a total laparoscopic hysterectomy bilateral salpingo-oophorectomy, and cystoscopy due to abnormal uterine bleeding and enlarged uterus with multiple uterine fibroids. The surgery was met with complications of bladder injury which led to an attempted vaginal repair of bladder cystotomy, and exploratory laparotomy and repair of bladder cystotomy. A week later, the patient presented with fever, lightheadedness, and abdominal pain. A CT scan revealed the patient had perirectal, omental and lower abdominal mesenteric edema. There was also a six and a half cm fluid collection superior to the urinary bladder. The scan also showed mild fluid filled distention of small bowel loops and bubbles of air can be seen in the subcutaneous fat of the abdominal wall suggesting soft tissue injuries. Four days later, another CT scan still showed the fluid collection in the pelvis and lower abdomen lateralizing to the left and new small bilateral pleural effusions. Three days later, due to the patient has been having urine leak from the vaginal cuff, a right retrograde pyelogram was done which showed a medial injury to the right distal ureter. A successful CT guided placement of pigtail catheter in the urinoma for urinary diversion was performed. Two days later, an attempted placement of nephroureteral stent and placement of right nephrostomy tube was done. Approximately on or about five years and seven months post implantation, the patient had an abdominal and pelvic CT which stated to show a loss of the normal expected fat plane between the anterior struts of the cava filter and posterior wall of the duodenum which is nonspecific but suggests perforation. In addition, the cranial apex of the filter appears to be at or above the level of the renal veins. Air trapping in the lower lobe lung bases is nonspecific but may be sequelae of remote pe. Evidence of remote granulomatous disease with a couple calcified splenic granulomas and a small fat-filled periumbilical hernia were also noted. There is currently no additional information available for review. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Inferior vena cava (ivc) filter migration is a known potential adverse event associated with all ivc filter implants and is listed in the instruction for use (IFU) as such. Possible causes for filter migration includes mega cava, wire entrapment during central venous catheter placement, ¿sail¿ effect (cranial migration) of large clot burden within the filter, mechanical device failure, and operator error. Physiologic causes of migration may result from temporary dysmorphism of the inferior vena cava including bending, coughing or valsalva maneuvers resulting in dislodgment of the filter. Some studies suggest that strenuous physical activity and increased intra-abdominal pressure can lead to migration of ivc filters. The instructions for use (IFU) states filter fracture is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. Vessel perforation is a known adverse event associated with implanting vena cava filters and is listed as such in the instructions for use (IFU). The IFU also notes vessel damage such as intimal tears and perforation as procedural complications related to ivc filters. The timing and mechanism of the tilt and perforation has not been reported at this time and a clinical conclusion could not be determined as to the cause of the event. It is unknown if the tilt contributed to the reported perforation. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Without procedural films for review, the reported filter fracture, tilt, perforation and migration could not be confirmed, and the cause could not be determined. The instructions for use (IFU) states filter fracture and migration are potential complications associated with vena cava filters. Without imaging and with the limited information provided it is not possible to establish a relationship between the reported events of fracture, tilt, perforation and migration of the device. Heart arrhythmia is defined as a condition in which the heart beats with an irregular or abnormal rhythm and has many different causes. Heart arrhythmias, pain and exhaustion do not represent a device malfunction and may be related to underlying patient specific issues. Given the limited information available for review, a relation between the device and the event could not be determined. Pain does not represent a device malfunction. At this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
Please note that the exact event date is unknown and that the event date is the complaint awareness date. As reported, the patient had an optease inferior vena cava (ivc) filter surgically implanted. The optease filter implanted in the patient is now tilted, migrated from its original placement, fractured, and is perforating through the vena cava into adjacent organs. The patient is also now at risk for future migrations, perforations, and/or fractures from the retained filter. The patient further faces numerous other health risks, including increased risk of clots and risk of death. The patient will require ongoing medical care and monitoring for the rest of her life and may ultimately require additional surgery in an attempt to remove the filter. No additional information is available. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without images or procedural films for review, the reported filter fracture, migration and tilt could not be confirmed and the exact cause could not be determined. The instructions for use (IFU) states filter fracture is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. Inferior vena cava (ivc) filter migration is a known potential adverse event associated with all ivc filter implants and is listed in the instruction for use (IFU) as such. Possible causes for filter migration includes mega cava, wire entrapment during central venous catheter placement, ¿sail¿ effect (cranial migration) of large clot burden within the filter, mechanical device failure, and operator error. Physiologic causes of migration may result from temporary dysmorphism of the inferior vena cava including bending, coughing or valsalva maneuvers resulting in dislodgment of the filter. Some studies suggest that strenuous physical activity and increased intra-abdominal pressure can lead to migration of ivc filters. The timing and mechanism of the reported filter tilt could not be determined. The brief also reported perforation of the ivc; however, a clinical conclusion could not be determined as to the cause of the event. It is unknown if the tilt contributed to the reported perforation. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Given the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design and/or manufacturing process of the device; therefore no corrective action will be taken. Should additional information become available, the file will be updated accordingly. Please note that this is the initial/final report for this product.

Event description:
As reported through the legal department via a legal brief, the patient had an optease inferior vena cava (ivc) filter surgically implanted. The optease filter implanted in the patient is now tilted, migrated from its original placement, fractured, and is perforating through the vena cava into adjacent organs. The patient is also now at risk for future migrations, perforations, and/or fractures from the retained filter. The patient further faces numerous other health risks, including increased risk of clots and risk of death. The patient will require ongoing medical care and monitoring for the rest of her life and may ultimately require additional surgery in an attempt to remove the filter. No additional information is available.